Manufacturer narrative:
Component code ¿appropriate term code/no code available¿ represents ¿foreign material inside the pebax - external damage¿ the bwi product analysis lab received the device for evaluation. On 2/19/2021. The device evaluation was completed on 3/15/2021. The device was visually inspected and was observed damage in the pebax; the pebax was broken leaving some internal components of the tip exposed, it was found reddish material inside. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The customer complaint regarding the force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed the pebax broken "hole" leaving internal components exposed. Initially it was reported that when radio frequency energy was applied to the thermocool® smart touch® sf bi-directional navigation catheter, the force readings were high. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. The high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2021 reddish material inside the pebax. The pebax was broken ¿hole¿ leaving internal components exposed. The returned condition of the pebax broken ¿hole¿ leaving internal components exposed was assessed as MDR reportable. The awareness date for this reportable lab finding is (B)(6) 2021.